Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient was recovering from this peritonitis event, reported as "almost fully recovered." Extraneal and physioneal therapies were ongoing. No additional information is available as the reporter declined further follow-up.

Manufacturer narrative:
Additional information added to other relevant history. Twenty five days after the onset, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.